Event description:
It was reported that during an unk procedure, the pad came off during activation. No other info was provided. Used a second device to complete the case. There was no pt consequence reported.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.